Event description:
It was reported that the atrial lead exhibited noise that caused auto mode switch episodes. The noise was not reproducible through isometrics. The lead remained implanted and the patient would be monitored.

Event description:
New information indicated the lead continued to exhibit noise. The lead remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.